Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual examination found one full breach insulation degradation exposing the outer coil distally to the connector boot. The cause of the reported events was isolated to the exposure of the outer coil in the degradation zone.